Event description:
Olympus medical system corp (omsc) was informed that during crushing a calculus in the bile duct, the connection part of the operation pipe and the basket wire broke since the calculus was hard. The doctor carried on crushing it by using bml-110a-1 but the wire broke again. The struck the calculus with cannulas. Then, it broke into small and came free from the basket. The doctor could withdraw the basket wire from the pt. There was no report of pt injury.

Manufacturer narrative:
Only the basket wire was returned to omsc for investigation. The investigation confirmed that there were no abnormalities of the condition of the connection part such as outer diameter and connection length. The distal end of the broken basket wire was extended. The user facility informed omsc that the calculus was hard. Therefore, omsc considers that the calculus was too hard to crush and it caused the breakage of the lithotriptor. The device instructions manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.